Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited suspected noise oversensing on the right ventricular (rv) lead channel. Technical services (ts) was consulted and upon review, it was noted that since the non bsc lead was placed in the left bundle branch, the noise could be the intrinsic left ventricular activity. No adverse patient effects were reported. This device remains in service.